Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis in two pieces. One of the guidewire section measured approximately 187.8cm and the another section measured approximately 118.3cm. The spring tip was detached from the guidewire and it was not returned. A visual examination found the body of the wire kinked approximately 136cm from the proximal end. Both sections of the wire near the fracture site were also kinked. No further damage was observed. The outer diameter (od) of the mid and proximal sections were within specification. The distal end could not be measured due to returned device condition. The wire shows signs of excessive manipulation. Boston scientific manufacturing processes include extensive inspections, testing and controls to ensure that all finished devices meet all material, assembly and performance specifications. A review of the device history record (DHR) confirmed the device met all the manufacturing specifications required and passed all the controls and inspections. No abnormalities were reported during the assembly process. The device met all manufacturing requirements. It is possible that factors encountered during the procedure, complex patient anatomy and/or the manner as the device was handled during the procedure could have contributed to the reported event and the damages found.

Event description:
It was reported that the wire fractured and the patient died. The target lesion was located in the moderate to severely tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus and a 330cm rotawire were used in an atherectomy procedure. During atherectomy in the lad the burr became stuck in the lesion. The physician then attempted to remove the burr by activating rotation which resulted in the wire becoming severed as well as detachment of the burr from the system. Attempts were made to remove the burr and wire. The patient went into cardiac arrest. Resuscitation efforts were made, however the patient died. The patient was already bleeding heavily at the vascular access site which already compromised hemodynamic stability. Cause of death was due to obstruction of flow.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the wire fractured and the patient died. The target lesion was located in the moderate to severely tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus and a 330cm rotawire were used in an atherectomy procedure. During atherectomy in the lad the burr became stuck in the lesion. The physician then attempted to remove the burr by activating rotation which resulted in the wire becoming severed as well as detachment of the burr from the system. Attempts were made to remove the burr and wire. The patient went into cardiac arrest. Resuscitation efforts were made, however the patient died. The patient was already bleeding heavily at the vascular access site which already compromised hemodynamic stability. Cause of death was due to obstruction of flow.